Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed, however could not be duplicated. A interconnect flex cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.